Manufacturer narrative:
Known ae of tms.

Event description:
Patient experienced a tonic-clonic seizure during treatment session #3, with labored breating and oral secretions. Seizure was resolved within 2 minutes. Initially, patient was lethargic confused and not oriented, although the patient's sensorium cleared and patient became more alert and conversant within a few minutes. Patient was sent to the ER. CT and blood work were normal. No seizure history or family seizure history and no sleep deprivation. This was probably a tms-provoked seizure.